Event description:
A patient reported experiencing inaccurate erratic results with their meter. The patient's blood glucose results were 158 and 78 mg/dl. Tests were done within 10 minutes with a difference of 60%. Patient did not experience any events. No further information has been report.